Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 05-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving morphine (unknown, 25 mg/ml, 1.2 mg/day) via intrathecal drug delivery pump for spinal pain. It was reported that the doctor was replacing the pump due to normal eri (expected replacement interval)/battery depletion and he was unable to get the sc (sutureless catheter) connector off the pump. The doctor cut the catheter and explanted the pump with the connector still on the pump. The doctor then attempted to aspirate the catheter of drug using a needle and 'tb' syringe in the cut section of catheter; he was unable to aspirate fluid. The doctor put a new connector on the catheter and connected the catheter to the pump. No attempts to aspirate fluid/drug were done at this time thru the cap (catheter access port). A back table prime was done and there was drug in the catheter which was a different concentration. A bridge bolus was programmed and they realized the 'ttv' was used and they only need to do a modified bridge bolus. That bridge bolus was cancelled. The doctor was sending the pump and connector back to the manufacturer for analysis. The 8840 priming bolus settings were 'tcv' : 0.195ml; duration : 97.5hrs. There were no reported symptoms. No further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative. It was reported that the surgeon did not attempt to aspirate the catheter due to the strong concentration of morphine present and the uncertainty of the catheter length. It was not determined why the sutureless connector would not release despite several attempts to press on the black dots and pull the connector loose from the pump interface. The pump and existing sutureless connector will be returned to for further investigation. No further complications were reported.